Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing pain and no strength in her arm. Bone spurs were removed; however, the patient experienced no relief.

Manufacturer narrative:
No devices or photos were received since the devices still remain implanted. The condition of the components is unknown. Review of the device history records did not find any deviations or anomalies. These devices are used for treatment. Surgical notes dated (B)(6) 2013 confirms that the patient underwent right total shoulder arthroplasty for chondrolysis. The trials gave good fit. Trials were removed and final components were implanted. No complications were noted. Product history search revealed no additional complaints against the related part and lot combinations. Patient's adherence to rehabilitation protocol is unknown. A definite root cause cannot be determined with the information provided.